Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the complaint was confirmed in the black box data but was not duplicated during the investigation. A review of the pump¿s black box data revealed unexplained pump reboots. There was no visible damage to the battery compartment. The battery and cartridge caps were not returned with the pump, and a test battery cap was used to complete the investigation. The test cap was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage was observed inside the pump.